Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The pacemaker was not sensing right ventricular waves on a high ventricular rate episode, and the machine thought it was loss of capture. Programming changes were discussed, but not performed. There were no symptoms reported.